Event description:
The olympus representative reported (on behalf of the customer) that the visera elite ii video system center display screen remained dark at startup. The device could not be used. No patient injury or procedure impact was reported.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a failure of the printer circuit board and touch panel unit. Additionally, the e333 touch panel error code was displayed. Additional issues were identified during the device evaluation: converter had noise; video connector lock did not work; image was yellow; and abnormal color tone. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During the device evaluation, the touch panel displayed e333 error code. This report is being submitted for the dark display screen and the e333 error code on the touch panel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the dark display screen was due to a faulty printed circuit board (cp board). Additionally, it¿s likely the e333 error code was due to a faulty touch panel. The final root cause of these events was unable to be identified. Olympus will continue to monitor field performance for this device.